Event description:
The hinge inner screws on the medial side separated causing the player to lose balance and fall. Knee injury was aggravated by the fall. Pt. Received the brace and used it twice for practice, then wore it during a high school basketball game. Replacement brace ordered by rep to be delivered the following month, defective brace will be returned after replacement is received. 02/11/2003 complaint updated with product number of item received back. Per, qa mgr., the device is 14761106 instead of 14761107as originally reported by the sales representative.